Event description:
It was reported that during a nephrectomy procedure, two clips didn't hold. Bleeding. Another like device was used to complete the procedure. One device will not be returned.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The following information was requested, but unavailable: at what firing did the clips not hold. What was the shape of the clips. Was there any torquing or twisting during firing of the device. Did the clip feed completely into the jaws of the device. How much bleeding occurred. Was a blood transfusion required. If so how much blood products were given to the patient. What is the patients current condition.